Event description:
The reporter contacted animas on (B)(6) 2014, reporting that the patient is currently in the hospital. The reporter stated that there was a pump failure and needs new pump. There was no additional information at the time of the report. This report is being made due to the hospitalization the patient experienced due to an alleged pump issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.